Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the adjustment ring of the subject device had a crack. The issue was found during servicing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: f ring is cracked, due to damage on plug unit, there is noise in the image; due to a scratch on cable unit, there is noise in the image; water tightness is lost, and the focus cannot be adjusted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mishandling of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.